Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reportable malfunction was confirmed. Additionally, it was found, that the device had foreign material adhered to the bending section cover glue. Based on the results of the investigation, it is likely, the following led to the broken elevator wire: repeated stress due to manipulation, which led to fatigue breakage of the wires. Based on the results of the investigation, olympus confirmed, foreign material came out of the device. And it is likely, due to incomplete reprocessing. The event can be detected/prevented, by following the instructions for use which state: 3.2: inspection of the endoscope: olympus will continue to monitor field performance for this device.

Event description:
It was reported the duodenovideoscope elevator wire came out. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.